Event description:
The issue occurred during a therapeutic laparoscopy-assisted distal gastrectomy procedure. The procedure was finished with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus could not replicate the reported issue therefore did not confirm the reported issue. Olympus could not determine the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) general hospital (documented here due to character limitation in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit's screen momentarily turned red, an e117 occurred, and then the screen went black. The issue occurred during procedure. There were no reports of patient harm.